Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge with the usb cable. There was no reported adverse impact to the customer's blood glucose level. The customer was sent a replacement usb cable. Multiple contact attempts were made by tandem technical support to determine if the replacement cable resolved the issue; however, the customer did not respond.